Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated since last thursday the implanted neurostimulators battery has been at 100% charge every day. Patient stated yesterday the programmer was at 90% and the implant was at 100%. Patient stated they usually charge the ins in the afternoon and when they hook everything up to charge the ins is down to 30% or 40% patient stated the last time they noticed the charge was down to 40% was last wednesday. Agent had patient connect to the implanted device and patient verified that the stimulation is on. Patient verified the ins amplitude was 0.0 agent reviewed that her stimulation amplitude is set at 0.0 and that is why the battery is not decreasing in charge over time. Pt is able to increase stimulation. Pt stated she is not sure how her amplitude was turned down to 0.0. Pss suggested that pt have her programming checked by a rep at her hcp office. Pt verified she does not have an hcp because she moved.

Event description:
Additional information was received from the patient. Pt answered questions to letter sent. The cause was not known and the issue has not been resolved because they are not sure how to do this. Agent advised pt to check remote and pt has nothing set up. Agent advised to change to b and pt did see 1 but would not activate. Agent directed to hcp. Agent provided hcp listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.